Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (110 service code) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. The monitor was unable to fire pulses due to both pcbs being bent on the ca board, damaging the traces and causing the service code. The monitor did not pass detect and treat testing. The root cause for the disconnected cable could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.